Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 3 tricuspid regurgitation (tr). One clip was implanted reducing tr; however, sometime after clip implantation, tr returned to grade 3 due to a slda. On (B)(6) 2019, prior to discharging the patient, another echocardiogram was performed. Tr was noted to be 3 and the clip was detached from the anterior leaflet and remained attached to the septal leaflet (slda). A second intervention will be performed in the future. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis and a review of the lot history record and complaint history could not be performed as the lot information was not provided. Additionally, it should be noted that the mitraclip ntr/xtr system instructions for use states that: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The user error (patient selection) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Lastly, the unchanged tricuspid regurgitation (tr) was due to case-specific circumstances as the implanted clip experienced slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.